Event description:
Rep reported that the microsensor worked fine for three days, however, on the third day it started giving negative pressure readings. Pa replaced the microsensor with another one. Patient is okay.

Manufacturer narrative:
Upon completion of this investigation it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: 1 - sensor is functional. 2 - cosmetic lifting of sealant at sensor. 3 - several severe kinks along catheter body. 4 - the sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Mfg. Date: 11/27/12. Based on the above evaluation, supplier was unable to confirm the complaint. No further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.